Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to perform a self test. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty analyze button on the front panel membrane.